Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions, at unspecified rates, via pumps. At unspecified times, the option-lok male adapters of the secondary tubing sets were connected to needleless valve connector y-sites on the primary tubing sets for piggyback deliveries of unspecified solutions. It was reported that the primary solution containers were hung lower than the secondary solution containers. It was reported that after the deliveries were started, no flow of solutions were noted. The secondary tubing sets were replaced and the therapies were resumed. There were no reports of adverse pt effects and no reported delays in critical therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue of the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.